Event description:
The patient reported that their skin is warm to the touch in their lower back and at their implantable neurostimulator (ins) pocket site. The patient stated that they have turned the ins off, but it still feels warm. The patient also stated that they are experiencing a return of pain symptoms, and noted that they have not been recharging their device recently. The patient mentioned that they were sick with stomach issues (bloating/diarrhea), but felt that they were not related to the device, as their device was off. Additional information from the patient indicated that the warmth to their skin in their lower back and at their ins site was due to a fever. They noted that they were given antibiotics and the issue resolved. The patient was implanted for non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.